Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: a review of the black box showed no alarms. The rewind, load, and prime steps were performed correctly. The pump was run for 24 hours and no alarms occurred and the correct insulin units were displayed after the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump is running slower. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.